Manufacturer narrative:
External insulation abrasion was noted at 12.0-12.2cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a lead revision when episodes of inappropriate auto mode switch due to noise was observed via review of egms. Upon extracting the lead, the physician noted insulation abrasion near the can and believed it was due to lead-can abrasion. There were no complications. The procedure was completed successfully without adverse consequence to the patient. The patient is doing well.